Event description:
Caller reported that patient passed away. Caller alleged that the device and infusion set contributed to death. Caller stated the official cause of death was low blood sugar, neurological seizures and myocardial infarction. Caller stated that patient had to be hospitalized because of high blood glucose and ketones. Caller could not remember the date of when patient was hospitalized. Caller stated the patient's blood glucose was (549 mg/dl) three days before his death. Caller stated the patient's doctor saw him for the high blood readings and could not get them under control. The doctor took the patient off the device and geve him and insulin pen and lantus because the doctor believed there was something going on with the device.